Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked distal end was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center with a report of "bubbles formation at the distal end". During the device analysis, a crack in the distal end was found. It was determined that the channel tube needed to be replaced. There was no patient involvement.